Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The sidewall switch was replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported the covers are not closing with the rest of the system. The gantry could not be closed to take the final image for pedicle screw placement. Use of the imaging system was aborted. There was no delay to the procedure and no impact on patient outcome.